Event description:
This unsolicited device case was rec'd from united states on (B)(6) 2014 from the physician's assistant via company representative. This case concerns a (B)(6) male patient who experienced injected knee swollen, painful, warm to touch, difficulty walking and had approximately 100 ml aspirated from knee after receiving treatment with synvisc-one injection. No medical history, past drugs, other concomitant medication or concurrent conditions were reported. On (B)(6) 2014, the patient rec'd treatment with synvisc-one injection, (dose, frequency, route, batch/lot number and expiration date unknown) into knee (unspecified) for unknown indication. On (B)(6) 2014, the patient presented with injected knee painful, swollen and warm to touch. Also, the patient had difficulty in walking and approximately 100 ml was aspirated from knee (unspecified). The same day, patient started treatment with intra-articular corticosteroid (unspecified). Action taken: unknown. Outcome: not yet recovered. Reporter's seriousness criteria: injected knee swollen, painful, warm to touch and difficulty walking, aspirated approximately 100 ml from knee: required intervention (rec'd treatment with corticosteroid (unspecified). A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2014: in this case, the causal role of synvisc one cannot be excluded for the occurrence of the events of injected knee warm to touch and difficulty walking however the lack of info regarding the underlying medical history and the concomitant medications used by the patient precludes the complete case assessment.